Event description:
Astra tech dental implants were placed at tooth site #23 and #25 in 2008. Within the first 4 days post op, issues began. At about approx 26 days later, purulent drainage was observed. Mandatory surgery in the next day. Both implants failed to integrate with the bone. The bone appeared "moth eaten" the implants were loose and had to be removed due to the condition of the bone. The decision was made to not introduce a bone grafting material, to let the body heal the bone on its own. Due to the bone destruction, there will never be another opportunity to place implants in this region of the jaw again. It appears that the nerves in tooth #22 and #27 have been damaged /affected also. There is also gum tissue recesiion at tooth #22 and # 27. I have not been told if this gum tissue will recover. These are natural teeth and gum tissue that are directly adjacent to the implants. The x-rays, CT scan and site selection for these implants prior to this implant seating gave a projected favorable outcome I had a size 5 innova implant seated at #32 in 2007, and there was absolutely no problem with this implant. I am not sure what the future treatments and follow up is going to be at this time. Products manager was sent a certified letter july 23-08, informing astra tech of this situation.